Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Latest in situ measurements from (B)(6) 2017 showed 6 channels with high impedance. Parents recognized that the hearing performance with the device was decreasing. Family reports no incident of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
Device malfunction. Parents noticed that the hearing performance with the device was decreasing. There is no report of accident or trauma by the family. The patient was re-implanted.